Event description:
False positive result (s). I took 2 of these test. I followed all of the instructions carefully. First test was negative I took the other test a few days later and it was positive. I immediately went and had a pcr test and it was negative.